Manufacturer narrative:
Additional information: through follow-up the serial number, model number of the device, the gender and date of birth of the patient were provided. It was also reported that pre-op bscva: prior to the original cat sx: 20/20- and post-op bscva: after original cataract sx: anywhere from 6/15 to 6/60. The surgeon decided to piggyback the iol using the sensar ar40m lens. No additional information was provided. The following fields that were previously reported as unknown have now been updated accordingly. Section a2: age/date of birth: (B)(6) 1961 and section a3: sex/gender: female. Section d4: serial number: (B)(6), section d4: model number: zxt225, section d4: catalog number: zxt225u235, section d4: expiration date: 9/1/22 and section d4: UDI number: (B)(4). Section d6: if implanted, give date: (B)(6) 2018. Section g5: PMA/510(k)#: p980040. Section h4: device manufacture date: 9/1/17. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, sex/gender: unknown, date of event: unknown, model number: unknown, catalog number: unknown, expiration date: unknown, serial number: unknown, UDI number: unknown. If implanted, give date: unknown. If explanted; give date: unknown, if lens was explanted or remains implanted. Email address: unknown, information not provided. PMA/510(k) #: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a patient approximately 9 months post-operative has residual refractive error. Therefore, the surgeon was contemplating between a piggyback lens or a intraocular lens (iol) exchange. No additional information was provided to johnson & johnson surgical vision.